Event description:
It was reported that the ilet wake button became increasingly unresponsive since initial use, which prevented meal announcements, and the trainer also observed the issue, consistent with a device key or button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive button, with the cause linked to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.